Event description:
It was revealed in a femoral angiogram that the superficial femoral artery (sfa) was no longer perfusing post manta deployment in a tavr procedure. A surgical cutdown of the artery was performed by the cardiac surgeon. The manta device was removed fully intact, and the blood flow was restored. The patient was fine and had no complications. The additional information reported a possible angulation of the device as it exited the arteriotomy. However, the device looked intact and aligned appropriately outside of the anatomy.

Manufacturer narrative:
Qn#(B)(6) the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A female patient, with a bmi of 36.4, presented to the or for a tavr procedure. A lower-positioned access was gained utilizing ultrasound guidance and micro puncture. Arteriotomy was 9.2mm and clear of calcification. No issues were encountered advancing or withdrawing the 14f expandable procedural sheaths. Following the tavr, the 18f manta device was deployed at the measured depth, in the right common femoral artery. Following deployment, hemostasis was immediate, however, a femoral angiogram revealed an occlusion in the superficial femoral artery. From the results seen, the team made the decision to surgically intervene. During the cut-down procedure, the manta device was removed fully intact, the flow was restored, and the artery was sutured for closure. The team reported the angulation of the entire device as it exited the arteriotomy may have been a factor. The patient outcome post-procedure was fine. The physician may not have deployed the manta correctly due to the lower-positioned access and the angle he held the manta device may have been a factor. Therefore, the suspected root cause of the occlusion requiring surgical intervention is likely due to user error. Low-positioned access may impede the collagen plug capability due to the possibility of not achieving an optimal seal and causing more difficulty in controlling bleeding. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring surgical repair, and/or endovascular intervention.

Event description:
It was revealed in a femoral angiogram that the superficial femoral artery (sfa) was no longer perfusing post manta deployment in a tavr procedure. A surgical cutdown of the artery was performed by the cardiac surgeon. The manta device was removed fully intact, and the blood flow was restored. The patient was fine and had no complications. The additional information reported a possible angulation of the device as it exited the arteriotomy. However, the device looked intact and aligned appropriately outside of the anatomy.

Manufacturer narrative:
Qn#(B)(4).